Event description:
This report summarizes 8 malfunction events, where it was reported that the scale is inaccurate. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as the issues were identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported that the scale is inaccurate. There was no patient involvement.